Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor started to read low after 1 day of insertion. Customer attempted to calibrate, turned sensor feature off and reconnected old to resolve the calibration errors. But the insulin pump was giving calibration error and change sensor alerts. Customer stated that there were several differences between readings. Sensor glucose reading was 50 and 55 mg/dl and blood glucose level was 150 and 154 mg/dl. The threshold suspend feature is set up at 60mg/dl; troubleshoot triggered several times with readings of 51mg/dl to 58mg/dl. Nothing further reported.